Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
As per sales rep, we were in the process of repairing a mcl ligament. We first tried the sonicanchor and it did melt. The 2nd attempt failed and the 3rd attempt failed. It would not melt completely.